Event description:
A peritoneal dialysis (pd) patient reported that her cycler alarmed for "air detected in cassette". When preparing the system for a new treatment of the following night, she discovered that there was fluid in the cassette area. The patient was advised to discontinue using the cycler and to contact her pd nurse. She had already discarded the cycler set. During follow up, the patient's pd nurse stated her effluent remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.